Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported there was no tube set message after the stall, and no further troubleshooting or interventions were done. The patient was in rehabilitation at the time of the event. The patient had been seen since and it recovered; there were no issues.

Event description:
It was confirmed that a motor stall was seen in the event logs with no motor stall recovery recorded. It was indicated that the stall was caused by an MRI, which was unrelated to the device system. The pump had not been interrogated after the MRI; however, after interrogating the device, the pump still did not show a recovery. During the time of report, the pump recovered. It was noted that the patient had not experienced any symptoms. The device system was used to deliver dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was receiving dilaudid and demerol at unknown concentrations via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that after the patient has an MRI (magnetic resonance imaging) they always needed to have it turned back on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-03. It was stated that the patient reported that their pump stopped working after the MRI and had to be reset. It was indicated that this hcp was not present for this event and could not verify the claim. It was reported that the patient¿s weight at the time of the event was (B)(6). It was noted that the pump was later replaced for end of battery life on (B)(6)2016. No further complications were reported or anticipated.